Manufacturer narrative:
This is the third revision surgery undergone by the patient. The patient had a primary knee on (B)(6) 2014. She had a poly swap on (B)(6) 2014. On (B)(6) 2015 the patient had another poly swap because she fell, causing the soft tissue to stretch. The surgeon increased her insert from a 17mm to a 20mm to stabilize the knee. On (B)(6) 2017 the patient came in for a third revision. Batch reviews performed on 30 january 2017. Lot 135457: (B)(4) items manufactured and released on 21 february 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 3 / 20 mm, code 02.07.0320fuc, lot. 131903 (k090988) (B)(4) items manufactured and released on 05 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of pain is unknown. The surgeon swapped the tibial tray and the liner. The surgery was completed successfully. X-rays and explants are not available.